Event description:
It was reported that this pacemaker device was explanted due to non-specific product performance reasons. The patient had uncontrollable fibrillation with von willebrand factor (vmf) and was dependent on this pacemaker device. No additional patient adverse effects were reported. This device is not expected to be returned for analysis.

Manufacturer narrative:
This report contains correction in section d6a implant date and d6b explant date.

Event description:
It was reported that this pacemaker device was explanted due to non-specific product performance reasons. The patient had uncontrollable fibrillation with von willebrand factor (vmf) and was dependent on this pacemaker device. No additional patient adverse effects were reported. This device is not expected to be returned for analysis.